Event description:
Customer reports receiving a reading of 117 mg/dl on their free style flash blood glucose monitor, and then reported having a seizure. Paramedics were called, and upon arriving they received a blood glucose result of 38 mg/dl on an unk brand of meter. An intravenous treatment was administered in order to stabilize glucose levels.